Event description:
It was reported that user changed vial and new syringe; when putting the pump into blue caring pouch blood traveled down inside of cannula tube. No patient injury was reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was not received for evaluation. Visual and functional testing were performed on retained devices of the same part number, different lot number. Visual inspection of thirty-two (32) samples were taken from the production line and were visually inspected in order to verify that the spring is not released: no discrepancies were detected. Functional testing of the same sample group were taken from production floor using the insertion pad in order to identify any abnormal behavior on the transfer of the site to the pad: no discrepancies were found. No problem found. No root cause could be determined since no samples or pictures were received for evaluation. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).